Event description:
It was reported that this patient received one inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode and found that the inappropriate shock was due to oversensing of noise. It was noted that an x-ray has been performed which looked normal upon physician review. The physician plans to further monitor the situation without action at this time. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.